Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: "ventilator is not switching on,when connected with the ac power supply (led indicator is glowing) and battery(charged)". Occurred during preventive maintenance. No patient involvement.

Manufacturer narrative:
It was reported that the device failed to power on during preventive maintenance. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The review of the log files confirmed that the device remained powered off for an extended period and recorded multiple error messages upon startup, including "realtime clock failure," "battery replacement required," and "o2 cell defective." The exact root cause of the event could not be confirmed. However, based on the observed symptoms and internal troubleshooting, the driver board was replaced. After the replacement, the device powered on successfully and was released back into use.